Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown, expiration date - unknown , PMA/510(k) number, manufacture date ¿ unknown. Remains implanted.

Event description:
It was reported a patient underwent a left partial knee arthroplasty on (B)(6) 2013. Subsequently, the patient reported the knee was problematic on (B)(6) 2015. No further information has been provided.